Event description:
A welch allyn sales engineer visiting the customer's site discovered that a wireless access point had failed. There were no adverse pt events associated with the problem. The customer was unaware of the problem and there is no indication that the product problem has any impact on pt monitoring. Were the problem to recur, it is possible that pt monitoring might be interrupted. Were that to happen, the acuity system would notify the user via visual and audible alarms.

Manufacturer narrative:
Results (other): failed wireless access point. Conclusion code (other): device failure confirmed, failed device replaced with a new device. MFR's eval summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems computer and related computer network peripherals. The device receives, analyzes and displays pt's vital signs data from multiple bedside multi-functional pt monitoring devices through either wired or wireless connections. The item in question is a component of the acuity wireless network called an access point or ap. Its function is to receive signals from wireless pt monitoring devices and transfer data to an ethernet switch which in turn is connected to an acuity cpu. The ap in question is a commercial off-the-shelf wireless networking component mfg by symbol technology. It was sold to the customer in 2003, making it nearly five yrs old. The failed ap was returned to welch allyn for eval. Testing found that the ap's indicator lights would flash when powered up which is an indication of device failure. Internal visual inspection of the ap found no disconnected internal cables, broken parts, etc., suggesting that the failure was electrical or electronic in nature. The customer was provided with a new replacement access point.